Event description:
The vn500 was set on the pediatric mode because infant mode does not have spn-CPAP with ps. The manual breath button was hit and it caused the flow to stop. The infant had some desaturations, was manually ventilated and quickly recovered. The physician was present in the nicu and aware of this event. The therapist called icon and icon could duplicate the event. Therefore, it has been determined to be a software issue.